Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector while the user was handling the device which led to abnormality of electrical parts. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Initial reporter name and address: the full address name of the customer is (B)(4). The subject device was received and evaluated at repair center (rc) olympus china. During the inspection by rc, the electrical connector (el-connector) found with liquid invasion and corrosion causing an e315 (scope error-error report). Additionally, the venting connector was found leaking. The adhesive of bending cover noted worn (aging). The suction cylinder was worn. Review of repair history of this product showed the concerned product has been repaired once this year. Repair completion date:2022/04/26 fault detection: (switch 1) sw1 was leaking; switches 1, 2, 3 (sw1, sw2 and sw3 ) failed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported noisy image. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found the unit generated an error e315 (scope error-error report) due to liquid invasion and corrosion of the electrical connector (el-connector). This report is being submitted for the error e315 (scope error-error report) due to liquid invasion and corrosion of the electrical connector found on device evaluation.